Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 530 mg/dl. The customer stated he changed the infusion set three days prior to the hospitalization. Troubleshooting was performed and the insulin pump programming was correct. The customer did not have supplies with him to perform further testing on the insulin pump.